Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets had a connection issue with unspecified primary sets; further described as "not quite screwed on all the way" when tightening the tubing. The issue occurred during priming. When the connection was slightly loosened, a leak was observed through the port of the primary tubing. There was no patient involvement. No additional information is available.